Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient had a lumpectomy and biozorb placement on (B)(6) 2017. After the procedure the patient had "more of a seroma than expected" and pain at the site. The patient was seen in the physician's office on (B)(6) 2017, with non-purulent drainage and superficial desquamation of the skin surrounding the incision. An ultrasound was performed, and a superficial fluid collection was seen between the biozorb and the skin. The fluid was cultured, and no growth of organisms was seen in the final report. On (B)(6) 2018, the patient was seen again with full thickness necrosis of the skin surrounding the incision and a large seroma in the area. No fluid was seen surrounding the biozorb. The patient was referred for wound care. On (B)(6) 2017, the patient was seen with wound open with packing and the area was debrided and repacked. On (B)(6) 2017, the biozorb was now visible in the wound and was removed in the office. No device breakdown was noted. No additional information was received.